Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer had replaced the infusion set three times. The customer had a bent cannula on one of the infusion set while another infusion set was not giving her insulin. The customer¿s blood glucose level was 276 mg/dl. The customer also reported that they had a high blood glucose level of 499 mg/dl. The customer had changed the infusion set out and reused the reservoir. They declined troubleshooting for the bent cannula. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.